Manufacturer narrative:
Product analysis: a kink was evident on the hypotube. The stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved distally on the balloon. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the 15th and 18th distal stent wraps with struts raised and stretched. The displaced stent was covering the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Image review: photo 1:the image is of a resolute onyx 2.5mm*18mm inner pouch. The lot number on the label of the inner pouch corresponds with the lot number reported in gch. Photo 2; image shows a section of a resolute onyx device. The stent is not positioned between the markerbands. The stent appears to have moved distally on the balloon. Upon magnification of the image, it appears the proximal stent struts are deformed. Photo 3; image is of a fedex tracking number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was intended to be used to treat a lesion. There was no damage noted to the device packaging. The device was not inspected when removed from packaging. There was no difficulty removing the protective sheath from the stent. The device was inserted into the patient, but would not cross the lesion. It was reported that the stent was damaged during the attempt to cross the lesion. The device was removed from the patient. Photo provided indicates that the stent was deformed and displaced on the balloon. There was no patient injury as a result of the event.